Manufacturer narrative:
Manufacturing site evaluation: the tip of the tunneling instrument is cut from the monofilament. The instrument was analyzed with the digital microscope vhx-600 by keyence. The device quality and manufacturing history records were reviewed and were found to be according to specification. The analysis of the fracture pattern shows a shearing due to overload. Most likely the surgeon lost the tip during positioning in the patient. When he tried to reinstate the instrument, the tip most likely tilted and sheared off the thread. According to the IFU the product has to be handled with care. Corrective / preventive action(s): not applicable.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on going.

Event description:
Country of complaint: (B)(6). Intra-operative piece fell off instrument during the surgery procedure. Surgeon was using the tunnelling instrument to place the peritoneal catheter. When tunnelling into the patient, the end of the tunneler exited the surgical site at the peritoneum and it was discovered that the plastic tip of the tunneler was not in place. The peritoneal catheter was able to be placed, but the plastic tip of the tunneler was not able to be retrieved. The assistant surgeon said it was somewhere in the patient. Operation was completed, and surgeon was going to inform the patient post surgery of the plastic tip coming off and left in the body.